Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and no pre-implant balloon aortic valvuloplasty (bav) was performed. Upon final release, the valve (B)(6) dislodged up abovethe annulus. Prior to dislodgement, the implant depth was 5mm on the non-coronary cusp (ncc) and the left coronary cusp (lcc). The physician decided to snare the valve and move it into the ascending aorta. A second valve (34mm) was then deployed. Once the second valve was implanted, the dislodged valve (B)(6) moved into the aortic arch and the patient¿s blood pressure dropped. Angiogram showed an aortic dissection. The patient continued to decompensate and went into cardiac arrest before passing away. The cause of death was aortic dissection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.